Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and denied response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: h6: device code - remove 1354. Conclusion code - remove 11.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and iliac limb in 2016. Recently, on a follow up CT, it was discovered that the patient had an endoleak type ib where the distal end of the existing limb extension was no longer seated in the external iliac. Patient was treated on (B)(6) 2018 where the physician elected to place another limb. As of the date of this report there have been no additional patient sequelae reported. The patient's status is that he's dong well and no additional information was provided.